Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fractured stem.

Manufacturer narrative:
A review of manufacturing records and complaints databases did not identify any anomalies. The lab report and products were reviewed by bioengineering see (B)(4) which states srom stm st,36+6l nk,11x16x150 fractured at distal end. Stem was fractured within the sleeve. Cracks are visible on the sleeve. On anterior of sleeve cracking has occurred in such a way that a section of the sleeve has fractured and remains only loosely seated. Signs of impingement are visible on the underside of the stem neck. Significant burnishing is visible at distal end of stem that was seated within the sleeve, indicating the fractured end was articulating within the sleeve post-fracture. Complaint description states: "left leg pain (¿agony¿) was experienced for 1-yr post op (cramping in muscle in leg). X-rays did not find anything at that time. This year surgeon looked at recent x-ray noting stem had broken. Requested review of all other x-rays previously performed and noted break could be seen on an earlier CT scan but not picked up by imaging company." Lab report deems fracture origin to be located on lateral aspect of stem, and found no notable contributing factors on the fracture surfaces. Proximal part of fractured stem is believed to have contributed to sleeve fracture. It was unlikely that a manufacturing defect was present the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).